Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a false positive alinity I total bhcg result of 43.17 miu/ml was generated for a patient sample that retested negative twice and 0.0 and 0.1 miu/ml. No adverse impact to patient management was reported. It was determined that sample carryover due to a leaking sample probe was the likely cause of the false positive result. The sample probe was replaced to resolve the issue.

Manufacturer narrative:
The customer observed precipitation from the leaking probe. The customer replaced and calibrated the alinity pipettor probes which resolved the issue. A review of the alinity I processing module service history did not reveal any subsequent erratic or discrepant results since the replacement. A review of the ai01882 service history identified no contributing factors to the current complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the alinity pipettor probe was replaced. A review of historical data and the monthly product monitoring for the alinity pipettor probes found no trends or systemic issues related to this complaint. The alinity ci-series system, operations manual and service and support manual provide adequate labeling regarding patient result flagging, limitations of result interpretation, maintenance, component replacement, error codes, and troubleshooting the reported issue. Labeling was reviewed and found to be adequate. No product deficiency were identified.